Manufacturer narrative:
E.1. Address was not located and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material: 309581. Batch#: 4052464. It was reported that the bd syringe 3ml ll w/ndl 25x1 rb needle was clogged / blocked. The following information was provided by the initial reporter: verbatim: customer called into the embecta queue and transferred to product complaints regarding a clogged needle for ref 309581 lot# 4052464.

Manufacturer narrative:
(B)(4). Needle clogged/blocked. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
No additional information was provided.